Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 47 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal part including the connectors was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed cuts in the insulation which most likely occurred during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated.